Event description:
An electronic report was received from a peritoneal dialysis patient who reported to his nurse that he was unable to connect to the first connector on the dialysis treatment set. There was no report of patient injury. There is no sample available for an evaluation.